Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal and laparoscopic colostomy on (B)(6) 2012 due to malfunctioning gu device.

Event description:
It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2008 and pelvic floor mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to fecal incontinence, posterior vaginal prolapse and rectocele. It was also reported that the patient underwent mesh removal/revision on (B)(6) 2011.